Manufacturer narrative:
Unit alarmed motor error during the basic occlusion test due to loose or protruded drive support disk. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test, displacement test due to motor error alarm. However, unit passed rewind test and displacement test. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had motor error alarm. The customer¿s blood glucose level was 142 mg/dl. Motor error was occurred during bolus. Customer reported that the drive support cap appeared to be normal. The customer able to rewind the insulin pump. The insulin pump will be returned for analysis.